Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart with no low battery alert, blank display, off no power alert and unexpected battery out limit alarm noted. Insulin pump received with cracked battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Troubleshooting was performed. Customer states the type of battery in use is duracell. The insulin pump was damaged in battery compartment. The insulin pump will be returned for analysis.